Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The day of the procedure, there was not an appropriate volume optimization. The patient experienced a grade iii av block, therefore a temporary pacemaker was implanted at the end of the procedure. On post operative day (pod) 2, a permanent pacemaker was implanted. On pod 3, the patient was discharged in good condition.

Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review the complaint for valve function/performance - valve interacts with conduction system was confirmed with other empirical evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No non-conformances related to the complaint event(s) were identified. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.